Event description:
It was reported that the patient fell about three weeks prior to report. The patient was carrying an item and tripped on an extension cord. The patient fell on the right side and the battery site was sore. Reprogramming was attempted with both leads and response was consistent with lead migration. It was noted that stimulation was felt in the right abdomen and right side. Impedance check was within normal limits. The finding was reported to the healthcare professional (hcp) and they conducted an x-ray and noted lead migration. The hcp was to refer out for revision and surgical lead. Symptoms included less than 50% therapy relief at the right side implant device pocket. Additional information received reported that the patient fell on concrete. At the time of the fall the patient did notice that anything was wrong with the stimulation. Around the date of report the patient noticed that stimulation did not feel the same and went to the hcp that implanted the device. The stimulation was going into the stomach and not into the back ¿where it was supposed to.¿ the x-rays confirmed lead migration. The patient also had a CT scan. The patient reported that ¿it may have come loose from the stim device but not sure.¿ the patient noticed something under the skin that looked like ¿a tiny washer.¿ it was located in the patient¿s body where the incision was for the stimulation. It was on their back ¿below the bra line.¿ the patient noticed this around the date of report. The patient noted that the skin was a ¿tiny bit red around the edges¿ where the piece was under the skin. The patient stated that it had migrated. The patient was not sure what the fragment was. The patient did not know if it was part of the lead but it looked like a washer. The patient felt like they had a ¿small temperature.¿ the patient was redirected to the hcp. Additional information was requested but was not available at the date of report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information reported that the lead revision took place (B)(6) 2013 by dr. (B)(6) and was replaced with a 5-6-5 surgical lead. It was noted that the manufacturer¿s representative saw the patient in the hospital the day following revision, performed some reprogramming, and was planning on seeing her post-operatively. It was noted that the old leads were discarded by the operating room staff. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
The patient reported that their leads came loose because they were not secured to anything, and that the system was moving. They mentioned that their implantable neurostimulator (ins) site did not have enough fat. The patient stated that their leads were replaced and secured to the bone, and the ins was placed in a more ideal location. The issue occurred (B)(6) 2013, and the patient underwent revision surgery on (B)(6) 2013. The patient inquired about their implant date and longevity.

Event description:
Additional information reported that the patient was believed to be doing well after implant. It was reported that the patient was seen post-operatively. Manufacture representative had not heard of any problems.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the surgical lead placement procedure was one of the most painful procedures that they had. No further complications reported.